Manufacturer narrative:
(B)(4). Meter returned on 2/29/2016 and qc evaluation completed on 4/8/2016 with no problem found. Test strips returned on 2/29/2016; qc evaluation completed on 4/8/2016 on returned test strips produced e-3. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
(B)(6) is calling on behalf of the customer. Customer complains of e-3 error message. Patient is feeling fine. Customer states that is getting the e-3 errors as soon as the strips are inserted into the meter. Patient confirms proper storage of the test strips as well as using the suggested blood testing technique. Patient states the e-3 error message persists. No adverse event reported.